Event description:
Attempting to obtain wedge pressure; pt. Developed hemoptysis. Pt was intubated urgently, clots removed from pulmonary circulation. Bp was 75 mmhg, heart rate dropped. CPR was programmed due to pt arrest, right was not successful.